Event description:
On (B)(6) 2013, the reporter contacted animas, alleging small prime volume, which indicates a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was no evidence of a load step malfunction or any prime issues recorded in the black box history. No load step malfunctions occurred during investigation. The force sensor calibration reading was in specifications. The pump was opened and removed from the case. The force sensor resistance reading was out of calibration at 6.8k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.